Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure in the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to deploy the stent the guide catheter broke and the stent was unable to be deployed. The broken guide catheter and stent were removed with forceps from the patient. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.